Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported that there is a battery problem. Error message to replace the battery. It is unknown if the device was being used on a patient at the time of the issue, but no adverse event to a patient or user was reported.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the battery and ac power module. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery and ac power module for which parts were ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.